Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The pcoip was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that camera cart keeps cycling. The system has been on for 30 minutes and the pcoip client restarted two times. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
The pcoip client was tested and found to be malfunctioning. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction/additional information received. The second pciop was returned for analysis. Functional testing found that the pciop was malfunctioning. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that while trying to resolve the issue, the pciop was replaced but the issue was not resolved. A different pciop was used and the issue was resolved.